Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request, if available return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007, pt was implanted with multiple non-davol pelvic devices during an abdominal sacrocolpopexy. On (B)(6) 2008, pt was implanted with a bard composix mesh to repair a recurrent abdominal sacrocolpopexy. Attorney alleges additional medical/surgical treatment, nerve damage, permanent injury, explant, defective mesh.